Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm calibrated the high pressure helium transducer with no change to the issue. A high pressure helium transducer was order. When the stm returned to install the new transducer he found the original transducer was unplugged. The original connector was secured and the transducer was calibrated. The issue was remedied without installing the new transducer. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) by the customer, it read low helium in tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: event and evaluation result code.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) performed by the customer, the iabp helium indicator on the monitor was reading low with a new helium tank installed. There was no patient involvement, and no adverse event reported.